Event description:
The following has been reported: constantly alarming 'pump problem'. A preliminary review of the device log files could not be performed. The device was returned for evaluation. The device started up in state 1 error condition. Log files indicate pneumatic valve actuation failure (valve 1). Performed recharge test and unit failed. Installed engineering test pneumatic assembly. Performed recharge test and unit passed. Performed hardware test and unit passed verifying the valves are ok. The air compressor was found not to be functioning properly. The air compressor will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the valve 1 actuation failure and the malfunctioning air compressor identified during investigation. No adverse effects were reported.